Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the affected device was not returned. Examination of the provided pictures confirmed the complaint. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the affected device was not returned. Examination of the provided pictures confirmed the complaint. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the DHR analysis of batch 5259000 shows an initial conformance of this product with regards to its specification (dwg-7e070242 / c). For this batch, there was no deviation or non-conformance. This batch was manufactured in september 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The impactor fell apart while impacting the implant.